Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2014; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the patient reported that they had their implanted system removed yesterday (B)(6) 2024 because the distal lead had come loose and the lead was superficial at the skin so they had to sheer the lead while pulling it out so part of the lead is still in there and the caller wanted to know if that would keep them from getting an MRI. The patient stated the lead was "popped up" in their s1 or l5, they weren't sure. The patient denied that they had any falls or traumas that would have led to the issue, that it just "randomly happened" 8 years ago and stated they just couldn't get anyone to get the device removed until now. Agent reviewed MRI considerations for a lead fragment and provided patient with technical services phone number and the web address for MRI labeling to provide to their managing health care provider (hcp) to determine the patient's MRI eligibility. Patient to follow up with their hcp to determine if they were eligible for a scan. Agent emailed device registration with the updated available device information and documented reported event. No further action was taken by agent. Agent wanted to note that the patient didn't know what type of lead they had.